Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited loss of capture (loc) and was suspected to have dislodged. An invasive procedure was performed. During the revision, the lead was viewed under fluoroscopy and appeared to be in the proper position. The helix was retracted and an attempt was made to reposition the lead numerous times, however, the helix would not extend. The lead was explanted and the helix was observed to only partially extend and retract outside of the anatomy. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.